Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose was 250 mg/dl. The customer changed supplies and resumed insulin therapy, however, the customer was using cold insulin which is considered off label per user guide. Additionally, air bubbles were observed along the infusion set tubing.